Event description:
It was reported that during a posterior fusion, level t10 to l2 the surgeon was using the matrix simple persuader and it was not working properly. The handles were extremely hard to squeeze. The surgeon selected another and resumed the procedure. The surgeon was performing the final tightening and a total of three drivers were stripping, the caps and all three tips broke. The caps did not need to be replaced and all three tips were retrieved. The procedure was completed with no further problems. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record shows that the subject lot 6610964 was processed through the normal manufacturing and inspection operations with no scrap, rework or non-conformances noted. This order met all dimensional and visual acceptance criteria at the time of release, with no issues documented during manufacturing that would contribute to this complaint condition. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn. Placeholder.